Event description:
Five bard foley bags were reported leaking around the edge of the bag. Two foleys were thrown away. I have three foleys sequestered. One of the foleys had a urometer and one of the foleys was a 14 french. The packing was not kept by the nurses as they had no idea that the foley product would be defected. I do not have a model or lot number for any of the foleys. Dates of use: (B)(6) 2015. Reason for use: record urine output.